Manufacturer narrative:
The customer, (B)(6), stated that around 7:00am on (B)(6) 2016, the nurses reported that their pu-621ra (central nurse's station) froze. When (B)(6) checked the unit, he noticed that both the monitors were completely blank and he noticed that one of the two dc adapters that goes to their vancryst switch where video interface comes in was unplugged. Nihon kohden technical support (nk/ts) had (B)(6) power cycle the central nurse's station (cns) by holding the power button on the cpu to discharge the energy and turn it on. He was able to get an image again on one monitor and the cns program loaded fine, but the other monitor that had the dc adapter unplugged to the vancryst would still not come back on but he would still see messages on it if he unplugs the dvi cable that the cable is unplugged. Plugging the dc adapter back in didn't work to power the monitor. We narrowed it down to this vancryst switch and the dc adapter being the issue and that the monitor wasn't getting the power it needs. Nk/ts recommended to (B)(6) to get their it department involved to further troubleshoot the vancryst issue, which he agreed to do. He also stated that a network person from nihon kohden is coming out next week and will be working with him on this issue. During investigation, (B)(6) said he narrowed the problem down to the vancryst switch. Nk/ts advised that this is not a part we sell or have in stock.

Event description:
The customer, (B)(6), stated that around 7:00am on (B)(6) 2016, the nurses reported that their pu-621ra (central nurse's station) froze.